Event description:
It was reported stroke like symptoms occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The patient had a successful concomitant farapulse pulse field ablation (pfa) and watchman flx pro implant. There were no issues during the procedure, but the patient did not wake up easily from anesthesia. A computed tomography (CT) scan was performed showing no evidence thrombus or ischemic stroke, but there was speculation of hypoxia. When the anesthesia physician reviewed the case, they found the patient had low saturations and low blood pressure for a short period of time in the procedure. There was no pericardial effusion or other cardiac issues in the case or after. The patient was noted to have a history of alcohol abuse and dementia at baseline that may have contributed to the stroke symptoms exhibited. The patient has no lingering deficits and was discharged home.